Event description:
It was reported that customer submitted survey feedback indicating no specific event or issue and requested follow-up from technical support. There was no reported impact to the customer¿s blood glucose level. Customer was awaiting contact, and technical support planned to follow up to troubleshoot and obtain additional information, but no further details were available at this time.